Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing charging and coverage issues. It was noted that the patient¿s lead had high impedances. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing charging and coverage issues. It was noted that the patient¿s lead had high impedances. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.